Event description:
It was reported that the patient received the eri, elective replacement indicator, message from their ipg, implantable pulse generator on his remote control. The patient has had three MRI's, magnetic resonance imaging, scans since the ipg was implanted. It is not clear if the mris contributed to the eri of the ipg. The patient is scheduled to undergo an ipg replacement procedure. The patient underwent an ipg replacement procedure and is doing well post-operatively.

Manufacturer narrative:
The returned ipg was analyzed and passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the event and the conclusion is a known inherent risk of device.

Event description:
It was reported that the patient received the eri, elective replacement indicator, message from their ipg, implantable pulse generator on his remote control. The patient has had three MRI's, magnetic resonance imaging, scans since the ipg was implanted. It is not clear if the mris contributed to the eri of the ipg. The patient is scheduled to undergo an ipg replacement procedure. The patient underwent an ipg replacement procedure and is doing well post-operatively.

Event description:
It was reported that the patient received the eri, elective replacement indicator, message from their ipg, implantable pulse generator on his remote control. The patient has had three MRI's, magnetic resonance imaging, scans since the ipg was implanted. It is not clear if the mris contributed to the eri of the ipg. The patient is scheduled to undergo an ipg replacement procedure.